Event description:
It was reported to medtronic neurosurgery that the ventricular catheter of the kit was found to have a tear in it before implantation. A new ventricular catheter was used to complete the surgery. It was also reported that the catheter had been handled with teethless adson forceps.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. 100% inspection of catheters occurs at the time of manufacture. The instructions for use that accompany the device caution that improper use of instruments in handling or implanting shunt products may result in the cutting, slitting or crushing of components. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies 100% inspection of catheters occurs at the time of manufacture. The instructions for use that accompany the device caution that improper use of instruments in handling or implanting shunt products may result in the cutting, slitting or crushing of components.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.